Manufacturer narrative:
A sample has been requested for analysis. If a sample is returned, a follow-up report will be submitted.

Event description:
MFR reported, "the occluder feet of the twist clamp of a transfer set was broken, after using for 80 days." There was no patient injury or medical intervention associated with this incident according to MFR.